Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The lead was examined, and appeared to be functioning normally. The lead remains in use. No patient complications have been reported as a result of this event.